Manufacturer narrative:
Manufacturer's investigation conclusion: the 14v li-ion battery (serial number: (B)(6)) was returned for analysis with a slightly corroded contact. The 14 volt li-ion battery (serial number: (B)(6)) was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and found to operate as intended during analysis. The battery was manipulated by hand within the battery clip and the battery remained secured in the clip without any issues or atypical alarms produced. The battery was inserted into a test universal battery charger and was accepted for charge. The device history records were unable to be reviewed for the heartmate 14v li-ion battery due to no serial the 14v li-ion battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on (B)(6) 2023 and passed all manufacturing testing prior to being initially shipped outbound on (B)(6) 2023. Heartmate 3 instructions for use (rev. A) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. A) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 14 volt li-ion battery instructions for use (IFU) (rev. E) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The universal battery charger instructions for use (IFU) (rev. D) section 5.0 ¿monitoring performance¿ instructs users how to respond to battery-related error messages viewed from the ubc¿s display screen, including issues related to charging problems. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the returned battery revealed corrosion.